Manufacturer narrative:
(B)(4). An ultraflex tracheobronchial distal release uncovered stent was returned for analysis. Visual examination of the returned device noted that the stent was returned partially deployed by 5mm.. During analysis, the investigator was able to fully deploy the remainder of the stent however it was noted that the catheter bowed during deployment. No issues were noted with the profile of the stent. An initial visual and tactile examination found no kinks or damage along the shaft of the device. It was noted that the distal end of the shaft was slightly bent following deployment. This type of damage is consistent with the delivery system bowing during deployment. The noted malfunctions indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.a labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial distal release stent was to be used in the lungs during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, this was to treat a lung transplant stricture. Reportedly, the patient's anatomy was not tortuous and was not pre -dilated. During the procedure, the deployment suture got stuck when the physician attempted to deploy the stent. The stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation result that the stent was partially deployed. Please see report for full investigation details.